Event description:
Pt on cadd plus intravenous pump for infusion of primacore. At 11am 6/1/98 pt changed cassette per routine. On 6/2/98 pt noted blood in intravenous tubing and called nursing agency nurse. 1045 am cassette was noted to be detached from pump. An undetermined amount of time. Pt became cyanotic, weak, sob, low blood pressure, low temperature. Nurse reattached cassette to pump and infusion started. A few hours later a new pump was set up so the pump could be evaluated.